Manufacturer narrative:
Product event summary: the waist pack (lot 1629289) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of pack lot 1629289 did not reveal a damaged window. However, visual inspection revealed that the seams on the controller pocket were damaged. This is an additional observation not related to the reported event. The most likely root cause of the damaged seams on the waist pack can be attributed, but not limited, to wear and/or to the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because it was reported to have a damaged plastic viewing window. The waist pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.